Event description:
As reported, a 'universa firm ureteral stent' was placed in a patient on (B)(6)2024. The patient's condition improved, and the stent was removed on (B)(6)2024. No monitoring of the stent was conducted during this period. During the explant procedure, a significant amount of encrustation was found on the stent, which made its removal difficult. An unspecified laser was used to address the encrustation and facilitate removal. The user noted that the encrustation, and the subsequent difficulty in removing the stent, resulted in an "ureter wound injury" and prolonged the procedure time. However, the ureteral injury did not require any treatment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Address: (B)(6). Phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was previously reported that, "the patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence", however as also previously reported "an unspecified laser was used to address the encrustation and facilitate removal. The user noted that the encrustation, and the subsequent difficulty in removing the stent, resulted in an "ureter wound injury" and prolonged the procedure time. However, the ureteral injury did not require any treatment".